Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) was advanced to a very tortuous, non-calcified lesion and inflated to 2 atm. Contrast was noted to be leaking at the proximal end of the balloon. The inflation device was over-torqued to allow the stent to be adequately deployed. Staining was then observed outside of the vessel. Another co's balloon was used to dilate the area. A retrograde dissection of the complete vessel was then appreciated. Two stents were deployed proximally to cover the dissection.